Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing swelling at the implant site of the suspension screws. Reportedly, the patient underwent tongue and hyoid suspension approximately six or seven years ago. The patient was treated post-operatively with antibiotics for submental swelling and responded well. The patient is now undergoing chemotherapy and treatment for cancer and is immunosuppressed and is experiencing swelling again.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device remains implanted. No product will be returned to the manufacturer.